Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdomen pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1gm, frequency, route and duration were not reported), intraperitoneal (ip) amikacin injection (500mg start dose followed by 100mg in bag, daily, duration not reported) and ip imipenam injection (1g in one bag, daily, duration not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up. It was reported, that the patient was discharged from the hospital (unknown date). On an unreported date, the vancomycin injection was discontinued. Imipenem injection and amikacin injections were ongoing. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.